Manufacturer narrative:
Correction to b5; among the patient population the following malfunctions occurred: stent graft kinking , ia endoleak, ib endoleak , type IV endoleak , type v endoleak, type iii endoleak medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ retrospective cohort study on evar open surgical conversion: focus on endoleaks with wrong preoperative categorization¿ the time frame of this study was over a fourteen year period. Unknown medtronic and non mdt stent grafts were implanted in the patient population in evar procedures. This study aimed to highlights the limitations of evar follow-up imaging in characterizing endoleaks, which may contribute to the failure of endovascular reinterventions and lead to late open repair. Among the patient population the following malfunctions occurred: stent graft kinking , ia endoleak, ib endoleak , type v endoleak , type v endoleak, type iii endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿retrospective cohort study on evar open surgical conversion: focus on endoleaks with wrong preoperative categorization¿ roisin s, simon s, adriane m, thierry r ann vasc surg 2024; 108: 239¿245 https://doi.org/10.1016/j.avsg.2024.04.011 a.2 a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.